Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the patient also presented to the emergency department with complaints of chest pain, history of exertional dyspnea and fatigue. Cardiac enzymes were negative while computed tomography(CT) angiogram and electrocardiogram(EKG) showed no acute changes. Patient's coronary angiography revealed widely patent 2.50mmx38mm promus element plus stent in left anterior descending (lad) artery. The 2-vessel coronary artery bypass graft(CABG) was performed on the reverse saphenous vein graft(svg) to right posterolateral (rpl) segment and not right coronary artery (rca) as previously reported. Seven days post procedure, the event was considered as resolved the patient was discharged on aspirin.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID#: 2134265-2017-10031. It was further reported that in (B)(6) 2012, the patient was discharged with consideration of intervention to the disease right coronary at a later time. In (B)(6) 2015, the patient was noted to have permanent atrial fibrillation with controlled ventricular response. On the next day, patient's coronary angiography revealed that the in-stent restenosis (isr) of the previously deployed 3.00 mm x 16 mm promus element plus stent was noted in the proximal and mid segment of lad. There was 60-70% focal isr of a taxus stent in mid portion of right coronary artery (rca). The patient was referred for a scheduled coronary artery bypass graft (CABG), considering his triple-vessel coronary artery disease.

Event description:
(B)(4) study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2012, coronary angiography and the index procedure were performed. The target lesion was a de novo lesion located in the mid left anterior descending (lad) artery with 99% stenosis and was 40 mm long with a reference vessel diameter of 2.5 mm. The lesion was treated with direct placement of 2.50 mm x 38 mm and 3.00 mm x 16 mm promus element¿ plus stents in an overlapping fashion. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was presented due to unstable angina. Coronary angiography revealed 70% isr of the previously placed 3.00 mm x 16 mm promus element¿ plus stent. Four days from the onset of symptoms, two-vessel coronary artery bypass graft (CABG) surgery was performed from left internal mammary artery (lima) to lad and a non-target vessel revascularization (non-tvr) from saphenous vein graft (svg) to right coronary artery (rca). The event was considered as not resolved.